Manufacturer narrative:
Citation: martín et al. Coronary compression following percutaneous pulmonary valve implantation despite a negative balloon sizing test: lessons learnt from this unusual complication. Cardiovasc revasc med. 2022 jul;40s:135-138. Doi: 10.1016/j.carrev.2021.08.001. Epub 2021 aug 5. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an 8-month-old male patient who underwent implant of a medtronic 16-mm contegra conduit (unique device identifier numbers not provided) placed between the right ventricle and pulmonary artery.  Eight years later the contegra conduit exhibited severe stenosis likely due to patient outgrowth and was successfully replaced by another 20-mm contegra conduit (unique device identifier numbers not provided).  Seven years later the patient presented with a highly calcified conduit with moderate stenosis and insufficiency also likely due to patient outgrowth.  The gradient between the right ventricle and the pulmonary artery was 31 mmhg.  A non-medtronic stent was placed resulting in a decreased of gradient to 9 mmhg.  Three months later the patient underwent a scheduled procedure to implant a non-medtronic bioprosthetic valve in the pulmonary position with good results.  In post-operative recovery the patient developed right bundle branch block (rbbb).  An exploratory coronary angiography revealed severe stenosis in the proximal right coronary artery which was resolved by placement of a non-medtronic drug-eluting stent.  The patient was discharged 10 days after the procedure without complications and was stable at a 6-month follow-up.  No additional adverse patient effects or product performance issues were reported.